Event description:
It was reported that this device recorded 5 atrial tachy response (atr) episodes, with the longest duration being 1 minute. There is right ventricular oversensing of the atrial signals which resulted in pacing inhibition. It was also noted that the r wave amplitudes are variable. Technical services were consulted and discussed that the ventricular sensitivity settings may require further review. This device remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that that this device recorded 5 atrial tachy response (atr) episodes, with the longest duration being 1 minute. There is right ventricular oversensing of the atrial signals which resulted in pacing inhibition. It was also noted that the r wave amplitudes are variable. Technical services were consulted and discussed that the ventricular sensitivity settings may require further review. This device remains implanted and in service. No adverse patient effects were reported. Additional information: a good faith effort was submitted to the field to obtain additional details regarding this event. The field representative indicated that there has been no further action or programming changes made. The most recent latitude (remote monitoring) transmission showed that the device and lead parameters appeared satisfactory. This device still remains implanted and in service.